Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday the patient saw their healthcare provider (hcp) and when the provider made some programming changes to the ins, the patient got shocked and the hcp changed the ins settings back to where they were prior so the patient wouldn't feel the shock sensation. The caller stated they could walk alright and then when they left and got in the elevator, they could hardly walk even with walker, and their feet weren't working really well. The caller added that last night, they went to the bathroom and they couldn't get themselves off of the toilet for a long time. The caller stated they feel like they were walking much better today. The caller mentioned when they were at their hcp appointment, they were informed their ins battery was at 25%, and they could expect therapy to turn off if the battery continued to deplete. Caller confirmed during the call ins battery was at 75% and charging. Patient services documented reported information and the patient was redirected to their healthcare provider to further address the issue.